Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 114 mg/dl. The customer stated that pump alarm reoccurred. The self test was performed and during the self test alarm was clear and finish the complete prime process. The self test was again performed for the second occurrence of the pump error that time it did not passed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Hardware low level failures alarmed during selftest and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.